Event description:
The user reported that during a centesis procedure the valve on the catheter came off in the syringe. The user then exchanged the catheter over a guide wire. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The user did not specify if this was the initial use of the device. Merit rec'd a medwatch on (B)(4) 2013 with the user facility number (B)(4). It is believed that the medwatch rec'd is for the same complaint as this report, although the details of the complaint are slightly different. A follow up report will be submitted when the evaluation has been completed.